Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor. Customer received a sensor scan result of 50 mg/dl compared to a competitor brand meter result of 600 mg/dl. Customer's wife treated him with a "whole bottle of apricot nectar", chocolate, yogurt, and "other sugars" to increase his blood glucose and customer subsequently began to experience intense thirst. Contact with a nurse was made and customer was treated with 20 units of novorapid insulin. It is unknown if the reading of 600 mg/dl was obtained pre or post treatment to increase glucose levels. There was no report of death or permanent injury associated with this event.